Manufacturer narrative:
The reported event of run-on could not be duplicated during the device evaluation. It was found, however, that the device had rough trigger operation due to a buildup of debris in the trigger, likely from non-recommended cleaning procedures.

Event description:
It was reported that the bottom trigger of the system 7 dual trigger rotary stuck and continued to run once the finger was released, during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the bottom trigger of the system 7 dual trigger rotary stuck and continued to run once the finger was released, during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.